Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: external insulation abrasion was noted at 32.3-32.7cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 28.8-30.2cm from the distal tip. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 13.0-16.3cm from the distal tip. The etfe coating was damaged during the surgical procedure at this location.

Event description:
It was reported that the patient presented in the hospital for lead and device extraction due to systemic infection that was not related to the system. Upon performing a pre-procedure fluoroscopy, externalized conductors were observed. No electrical anomalies were detected. The patient was fitted for a life vest before discharge.